Event description:
It was reported the patient, who was a cashier, experienced "electric shocks because of a defective cash register." The patient then experienced pain, a heating sensation, at the level of the implantation site of her implantable neurostimulator (ins). It was noted the patient's stimulation "always worked well." The patient was receiving stimulation in the correct location and impedances were "good." No intervention had taken place as of the date of this report; the patient was to see her doctor in 2-3 weeks to see if the pain was still present. Additional information received reported the patient experienced the shocks mainly in her hands and arms.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3550-29, product type: accessory. Analysis of the implantable neurostimulator (model#37702, serial# (B)(4)) found no anomalies. Connector port observations found foreign material in port(s). Analysis of the plug/boot (model#3550-29) found no anomalies.

Event description:
Additional information reported the device was explanted. It was also noted the patient's device worked well, "they always stimulated the good painful territory and impedances were good." Device was explanted due to electrical shocks from defective cash register and pain at the implant site. There was no injury or adverse event to the patient. Patient outcome was "fine" after revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.